Event description:
T-wave oversensing post pace that cannot be resolved with sensitivity+ blanking a adjustments. Causing loss of tracking. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).